Manufacturer narrative:
Date of the report. (B)(6) 2013. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with an over corrected treatment at a post op exam of +3.50 diopter in the left eye.the patient''s post op best corrected visual acuity is unchanged from their pre op best corrected visual acuity of 20/25

Manufacturer narrative:
(B)(4): the customer did not suspect the equipment and indicated that it was working fine. Field service was not requested for this event. The amo clinical development manager (cdm) was on site for a clinical optimization with the customer and was advised on the one patient with an over corrected vision. The cdm provided operational support to the clinic staff and surgeon. All pertinent information available to amo has been submitted. (B)(4): placeholder.